Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The helium door locking door was not properly assembled. The stm put the spring back and tested the lock/unlock system. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site.

Event description:
It was reported that during installation performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had a broken part. There was no patient involvement, and no adverse event reported.